Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's analog board was removed and returned. The reported malfunction was not replicated or confirmed. A replacement board was sent to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device failed to discharge. Complainant did not indicate that there was any patient involvement in the reported malfunction.